Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient¿s representative reported that the ptm (personal therapy manager) had not been working correctly. They were having difficulty getting the external devices to connect to the pump. It had been happening for about 2 weeks. Per the reporter, it worked sometimes, ¿like 10% of the time and about 80% of the time it does not work¿. Sometimes it connected right away to the pump and then 80% of the time the external devices were taking forever to find the pump. During the call, best practices and general use of the handset and communicator were reviewed. The reporter stated that they charged the external devices between uses because the patient boluses were 6x/day. The reporter also verified that wifi was not on. Per the reporter, the patient¿s current pump was implanted in the upper right buttock and the patient had a fall about 2 weeks ago and broke her arm and the pump seemed to be moving since the fall. The patient¿s doctor was aware of the fall and the issue of having difficulty getting the external devices to connect to the pump.